Event description:
It was reported that the right atrial (ra) lead had high impedance and noise with pocket manipulation. A possible fracture was noted. The lead was reprogrammed off and remain in use. No patient complications have been reported as a result of this event.